Event description:
Per the audiologist, the patient was not able to hear anything with the device. An x ray confirmed the electrode array was folded over due to improper insertion by the surgeon. Explant and reimplantation is planned but had not been scheduled, as of the date of this report, 2009.